Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during a cervical laminectomy surgery, the a1059 mayfield modified skull clamp unlocked, which led to the patient's head falling back. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
Device as received would not pass functional test. Locking mechanism was loose and too easy to close. In addition to loose lock, the mayfield device as received was mix of unit parts, i.e., where ratchet assembly and skull clamp body assembly came from differing serialized devices (base: 17m0551; ratchet extension and 80lb torque screw: no number). A DHR review cannot be performed at this time as the serial number provided 17m0551 is a repair depot number assigned to an integra product that is not traceable to original manufacturing. Evaluation verified customer information as valid. The root cause for loose lock is unknown, however most likely reason is wear and tear. This condition would have been discovered by inspection and functional testing prior to use.